Event description:
It was reported that the patient presented with dizziness and a heart rate of thirty beats per minute. It was discovered that the left ventricular (lv) lead, which was being used to pace the right ventricle via the lateral cardiac vein, exhibited low impedance and failure to pace. The lead was capped. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).